Manufacturer narrative:
Follow-up # 1 date of submission 11/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings:the history from the event date was overwritten due to continued use of the pump. The history begins on 08/11/2013 and there was no evidence of reboots. The pump powered on normally during testing. During testing, the pump was exercised for 24 hours without any alarms or power loss. The pump cover was removed and no damage or moisture was found to the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging power issue. The pump occasionally experiences a complete loss of power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.